Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 365 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a rewind. The customer was able to complete pump rewind. However, the alarm history contained both a motor position encoder error and more than one motor error within a thirty day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for high blood glucose level was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.